Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision procedure due to recurrent dislocations. During the procedure, scar tissue was debrided from the femoral neck and head. Pseudocapsule was removed. No other findings related to the reported event were noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Biomet cat#ep-200150 lot885430 na act artic e1 hip brg 28x44mm, zimmer cat#00-8775-028-01 lot#2993959 na biolox delta fem head, 28mm, -3.5mm, biomet cat#110010245 lot#6569107 54 mm g7 osseo ti limited hole acetabular cup, biomet cat#110024464 lot#891800 dual mobility acetabular liner. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent right tha. Subsequently, patient was revised approximately 7 months later due to recurrent dislocations. During revision from dislocation, scar tissue was found on the stem. Attempts have been made and additional information on the reported event is unavailable at this time.